Event description:
It was reported that the rowan subject (B)(4) experienced hyperbilirubinemia and radiological ascites that was treated medically. The subject was enrolled into rowan study on (B)(6) 2024. Pre-treatment maa imaging documented a significantly higher perfusion of maa on tumors, dose to perfused liver was 163.6 gy; dose to total normal tissue was 50.5 gy. Lung shunt calculation was 4.7 percent. On (B)(6) 2024, the treatment with therasphere was performed. Therasphere was administered to the liver (multiple selective) through femoral artery with total administered activity dose of 2.312 gbq. Post treatment dosimetry documented avid uptake in target lesion distribution of y90 on tumors. Dose to perfused liver was not available; dose to total normal tissue was 50 gy. Lung dose calculation was 3.1 gy. On (B)(6) 2024, combination therapy with 1500 mg durvalumab followed by 300 mg of tremelimumab were administered intravenously. On (B)(6) 2024, lab reports indicated hyperbilirubinemia and was managed medically with ursodeoxycholic acid 500mg administered twice daily. No action was taken with regards to the study treatment (therasphere) and study medications (durvalumab and tremelimumab). On (B)(6) 2024, lab reports indicated increased ast levels. It was noted that both the hyperbilirubinemia and ast increase were immune-mediated events. On (B)(6) 2024, 66 days post the therasphere administration, the subject was noted with radiological ascites and was treated medically with furosemide 20mg/daily and spironolactone 50mg/daily (from on (B)(6) 2024). No action was taken with regards to the study treatment (therasphere) and study medications (durvalumab and tremelimumab) for the events. Further information confirmed that the dose to the perfused liver 313 gy. The activity was delivered over three dose vials (1.34 gbq, 0.354 gbq, 0.618 gbg) for a total administered activity dose of 2.312 gbq.

Manufacturer narrative:
D3: manufacturer address 1: chapman house, farnham bus prk. D3: manufacturer zip/postal code: gu9 8ql. E1: initial reporter address 1: (B)(6). G1: MFR site address 1: chapman house, farnham bus prk. G1: manufacturer zip/postal code: gu9 8ql.

Event description:
It was reported that the rowan subject (B)(6) experienced hyperbilirubinemia and radiological ascites that was treated medically. The subject was enrolled into rowan study on (B)(6) 2024. Pre-treatment maa imaging documented a significantly higher perfusion of maa on tumors, dose to perfused liver was 163.6 gy; dose to total normal tissue was 50.5 gy. Lung shunt calculation was 4.7 percent. On (B)(6) 2024, the treatment with therasphere was performed. Therasphere was administered to the liver (multiple selective) through femoral artery with total administered activity dose of 2.312 gbq. Post treatment dosimetry documented avid uptake in target lesion distribution of y90 on tumors. Dose to perfused liver was not available; dose to total normal tissue was 50 gy. Lung dose calculation was 3.1 gy. On (B)(6) 2024, combination therapy with 1500 mg durvalumab followed by 300 mg of tremelimumab were administered intravenously. On (B)(6) 2024, lab reports indicated hyperbilirubinemia and was managed medically with ursodeoxycholic acid 500mg administered twice daily. No action was taken with regards to the study treatment (therasphere) and study medications (durvalumab and tremelimumab). On (B)(6) 2024, lab reports indicated increased ast levels. It was noted that both the hyperbilirubinemia and ast increase were immune-mediated events. On (B)(6) 2024, 66 days post the therasphere administration, the subject was noted with radiological ascites and was treated medically with furosemide 20mg/daily and spironolactone 50mg/daily (from (B)(6) 2024). No action was taken with regards to the study treatment (therasphere) and study medications (durvalumab and tremelimumab) for the events. Further information confirmed that the dose to the perfused liver 313 gy. The activity was delivered over three dose vials (1.34 gbq, 0.354 gbq, 0.618 gbg) for a total administered activity dose of 2.312 gbq. On (B)(6) 2024, the subject presented to the emergency room due to general discomfort and drowsiness. On the same day, the subject was hospitalized related to hepatic encephalopathy. During this time, no fever or associated diathermic sensation, no abdominal pain, nausea or vomiting were noted. Blood tests showed hb 11 g/dl, inr 1.38, hepatobiliary profile with bilirubin 5.1 mg/dl, alt 24 u/l , ast 40 u/l, ap 167 u/l, crp 24 mg/l, chest x ray and brain CT did not show any significant alterations. The event was treated medically with lactulose (10 gram/oral/three times per day) (3.33 gram/ rectal/three times per day), albumin 20 percent (50 milliliter/twice daily).

Manufacturer narrative:
D3 manufacturer address 1: chapman house, farnham bus prk. D3 manufacturer zip/postal code: gu9 8ql. E1 initial reporter address 1: (B)(6). G1 MFR site address 1: chapman house, farnham bus prk. G1 manufacturer zip/postal code: gu9 8ql.